Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0llse, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms. The hcp checked the impedance and found that the lead and battery were all >4000. The battery was checked at higher amps. Surgical intervention is scheduled to occur on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.